Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the unit was not heating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.